Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "no volume/sound" was confirmed through observation. It was observed that the unit had sound but at a very low level and distorted even though volume level was set to high on the unit. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had "no volume/sound." Any patient involvement, injury or medical intervention is unknown.